Event description:
It was reported that the patient with this pacemaker felt unwell and was brought to the hospital. The pacemaker was found to be operating in safety mode. Then isometric testing was performed, pacing inhibition was confirmed. Subsequently, a revision procedure was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.